Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the insulation was abraded at 42.7 cm to 43.0 cm from the connector end. The abrasions are consistent with constant friction with another implantable device.